Event description:
The customer reported an intermittent table communication failed error. The case was completed. No pt injury was reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.